Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient is only feeling stimulation on one of the programs available on the patient programmer. Patient stated does not feel stimulation when using the other programs. Patient was redirected to hcp to address programming concerns. No further patient symptoms or complications were reported in this event. Additional information was received from a manufacturing representative (rep) and patient. It was reported that the patient was seen in the clinic and reports a loss of stimulation and poor pain control. The rep stated that the patient is a young big guy going through nursing school and may have lifted too much weight. Impedances were checked, and all but two electrodes were 40,000 ohms. The rep gave a high-density program for the patient using the two remaining electrodes and sent the patient home to see if it helps. The rep indicated that the leads were bad. It was noted that surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that after the x-ray it has been determined that the device leads/ electrodes have slipped out of place. As a shot-term solution programming was switched to high-frequency. Long term, device replacement is being considered. The issue has not been resolved at this time. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).rep reported that the cause of the loss of stimulation, poor pain control and high impedance was not determined. The rep reprogrammed a bipole in remaining two electrodes that work. The issue has not been resolved. Surgical intervention has not been scheduled. Additional information was also received from the health care professional (hcp). It was reported that the cause of the loss of stimulation, poor pain control and high impedance was due to fracture of surgical lead. Reprogramming was done and no the issue was not resolved patient decided on revision. No further patient symptoms or complications were reported in this event.